Event description:
The buffalo filter smoke evacuator fell apart on the or table. The pt was not harmed, other pt info not provided on incident report.

Manufacturer narrative:
This is our initial MFR's report acknowledging receipt of the medwatch report (B)(4). The facility indicates that the reported device is available for return, but is holding said device while pursuing internal eval of general return policies (unrelated to the reported device). They indicate that the device will be sent back to buffalo filter for eval at a later, undisclosed, date. Buffalo filter will submit a full report of this eval to the FDA within 30 days of receipt of the device. Eval of a device from the same lot (090444) was not possible as the entire lot had previously been distributed. Post market surveillance of facilities receiving units from lot code 090444 did not reveal any complaints, issues, or any other failures for the lapevac. Review of the device history record for lapevac lot 090444 indicated that there were no mfg problems, errors, or anomalies during assembly of the lapevac product. All sterilization records and test results (pre and post sterilization) were within acceptable release limits.